Event description:
The patient reported that she experienced fluctuating blood glucose (bg) for (B)(6) going as high as 600 mg/dl; the patient denied any symptoms. The patient corrected for the elevated bgs via syringe. (B)(4) reviewed the pump with the patient. The bolus history showed that the patient programmed multiple ezbg boluses throughout the night (B)(6); however the pump did not indicate that the patient programmed any boluses from 9:33 am (B)(6) until 5:43 pm (B)(6). The patient reported that she bolused multiple times during the day (B)(6). There were no associated alarms in the pump history. The pump history indicated that all boluses and basal rates were delivered as programmed and add up correctly in the total daily dose. The patient reported that she changed her site twice (B)(6). The pump prime history indicated that the site was changed once and indicated that the previous site was not changed for (B)(6). (B)(4) advised the patient that the site should be changed (B)(6). The patient reported that she left the site in longer to avoid wasting insulin. The patient reported that she did not feel that insulin was delivering properly because the pump showed there was insulin on board (iob); (B)(4) advised the patient of how the iob feature worked. (B)(4) concluded that there was no indication of a pump malfunction. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history from (B)(4) 2011 to the end of pump use on (B)(4) 2011 whoed that the daily insulin delivery totals correctly reflected the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering insulin within specifications.